Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4024-58, lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited decreased impedance to low values which had been trending downward. The programming was changed to unipolar with better impedance values, but they had previously found oversensing in that mode. The patient experienced a "sensation" in their arm and could feel thumping in the chest by the implantable pulse generator (ipg) after the switch to unipolar. The clinician stated that the downward trend was what the patient was feeling and the programming was left in unipolar. The lead remains in use. No patient complications have been reported as a result of this event.